Manufacturer narrative:
A product development investigation was performed for the subject device. The present articles (impactor f/pfna blade and pfna blade perf l100 tan ) were checked. Manufacturing and inspection records indicated no problem with the lot in question. The investigation has shown that the pfna blade is jammed on the impactor. Further investigation has shown that on the surface of the pfna blade are visible strong marks. At the head end of the impactor there are strong impact marks visible, the welding between handle and shaft is broken and also a part of blue handle is blow out. Based on these findings we have to assume that excessive strokes on the impactor have caused the breakage of the welding seam and the jammed pfna blade. We can not remove the pfna blade from the impactor. We have to assume that there were a handling fault. The pfna blade were not properly screwed on the impactor as a result of excessive hammer blows jammed the connection between blade and impactor. Appropriate actions have been initiated/taken to address the failure mode on the impactor. Report was initially submitted on october 27, 2017 but the FDA site was down. Advised by FDA on november 06, 2017 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown device is an instrument and is not implanted/explanted. Reporter phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 03.010.410, lot # 9708805: manufacturing location: (B)(4), manufacturing date: 10. Dec. 2015: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery it was not possible to remove the proximal femoral nail antirotation (pfna) blade from the impactor for the pfna blade. The surgery was prolonged for about five (5) minutes. There was no patient harm. This report is for one (1) impactor for pfna blade. This is report 1 of 2 for complaint (B)(4).